Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that warnings were alerted for impedance out of range on the right atrial (ra) and right ventricular (rv) leads in the bipolar configuration. The rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.